Event description:
Customer claims alarm has power, but no alarm tone when the sensor is detached or when pressure is off the pad. Customer did not report any pt involvement or injury.

Manufacturer narrative:
(B) (4). Eval results: eval of the returned product found that the green led flashes indicating power, but only flashes once and then the unit does not have power. There is no damage to the unit. (B) (4).